Event description:
It has been reported that during a coronary drug eluting stenting treatment procedure, difficulty deflating the balloon was encountered. The lesion being treated was a 90% stenosed, tortuous, de novo circumflex (cx) lesion with some calcification. The lesion was not predilated. The physician attempted to cross the lesion with a cypher stent, but was unable. Using a bmw guide wire and a 6 fr q guide catheter, the physician was able to place the taxus express2 8.8% 2.5 x 12 mm drug eluting stent without incident. The balloon inflated and was visible under fluoroscopy at 3-4 atms. The taxus stent was deployed successfully. The physician then noticed that the balloon was deflating very slowly. The physician reinflated and deflated the balloon and it did deflate completely. The balloon was inflated for a total of 60 seconds. The pt did not experience any symptoms while the balloon was inflated. The balloon was removed from the pt intact and completely deflated. The procedure was successfully completed and the condition of the pt is listed as good.